Event description:
It was reported that this lead was attempted implant. During the procedure the lead displayed no electrical signals. The physician had a good result with another lead of the same model and the procedure was completed without complication. The lead is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection <<noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations

Event description:
It was reported that this lead was attempted implant. During the procedure the lead displayed no electrical signals. The physician had a good result with another lead of the same model and the procedure was completed without complication. The lead is expected to be returned to boston scientific for analysis.